Event description:
It is reported leakage. Event description: it was reported that: we have had two n-40 leaks from the front of the cstd this week. It appears to be an internal defect on the n-40... Can you tell me where to report this. Additional response: sorry don't have the product people are throwing it out when it comes back because they are having to remake ivs. Will save if happens again. Hallie may know more, however from what is being reported it is the front of the cstd facing the patient, not the bag. According to staff and the pharmacy technician the leak came from the swivel portion of the injector. The cstd remained connected to the patient. Nursing properly attached the cstd to the patients PICC line and double/triple checked all connection points. After the leak occurred the bag was walked back down to pharmacy and the pharmacy tech that compounded the bag stated that they too made sure all connections were complete and fully luered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction and additional information: (b) revised date of event and updated with additional event details. Investigation results: no photographic evidence or physical samples were submitted for the investigation concerning the reported issue. A thorough examination of the history of injector locking n40-o for lot 2501306 was carried out, revealing no deviations or non-conformities related to the alleged defect. A visual inspection of the three retained samples was performed, with no deformations, material shortages, burrs, or breakages were detected. Luer thread tests were conducted on the retained samples, confirming that the product performs as expected. Testing was carried out in accordance with the procedure. The results meet the specifications. All products are in optimal and acceptable condition. The product undergoes inspections at multiple stages throughout the manufacturing process to ensure its quality and functionality. Based on the available information, we are currently unable to determine a root cause associated with the manufacturing process. Our quality team will continue to monitor complaints received regarding this device and the reported issue for any potential emerging trends.

Event description:
Additional information: no visible damage but leak appeared to be coming from the spin collar alaris infusion pump; cytarabine pf at 46 ml/hr infusion returned to pharmacy and another cstd injector was placed on the IV tubing event occurred 08-05-2025. No patient harm or injury was reported.